Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed elevated wbc count remains undetermined at this time. The signals in the rdf do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. While the trima accel system is typically robust against numerous flow alerts and adjustments, it is possible that the high number of alerts that occurred during a short period early in the procedure could have disrupted the steady-state of the system and contributed to the higher-than-expected wbc content in the platelet product. Based on the available information, itis also possible that this leuko reduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected rwbc content in the platelet product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the double platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor (B)(6). The platelet collection set is not available for return because it was discarded by the customer.